Event description:
This pt was orggiginally done in 1988. Sustained fall on a boat several years ago. Cup staarted to migrate superior/medially. Pt had +10mm heaad 32mm component. "B" insert 32mm appeared tomove slightly in the cup. Cup showed neck contact wear on superioor/posterior aarea.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.